Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported diffuse lamellar keratitis (dlk) in a patient's left eye one week post refractive surgery. The physician cleaned under the flap and used unknown eye drops. Patient continues to be followed.

Manufacturer narrative:
Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, a sales representative reported outcome of patient has resolved after using an unknown eye drop. The physician does not suspect that the laser contributed to the event.